Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h10. Additional information received regarding manufacturer report # 3004209178-2021-03872 will now be submitted as additional information under this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Pt had a fall on the ice one-2 weeks ago but it's unclear if this is related to pt's current intermittency of stimulation. They didtry setting up adaptivestim yesterday but it was only set up for lying down position so that when pt was upright they weren't feeling any stim but when caller checked intensity for upright, it was set to 0ma (this was expected since as wasn't set up with any intensity for upright). Caller had pt turn off as feature using controller today. Since yesterday's programming session, pt feels intermittency of stim even when as was disabled. Pt also seeing settings not available on controller since yesterday which pt hasn't seen before. Technical services and caller reviewed that often this can be associated with imped issue; possibility of an intermittent type of connection issue that's occurring and to keep checking imped going forward. Pt seeing settings not avail message when at around 3ma. Impedances were fine yesterday. Pt using dtm programming on group a and group b is regular programming. Pt can turn up group b (it has 1 prog ram) fine and pt doesn't get settings not available with this group. The patient reported that the stimulator has turned off on its own three times. The patient said when pressing ok on the settings not available message the stimulator turns back on. The caller indicated that they did not see any oor messages when programming with the clinician tablet on 4 mar 2021.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient product ID (B)(6)lot# serial# (B)(6).product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information acta good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no replacement on (B)(6) 2021.

Manufacturer narrative:
Correction to h6: conclusion code updated to d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the rep indicated that the patient changed their charging speed, which seemed to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt had the recharge telemetry module (rtm) replaced and is still having problems with charging time and rtm heating problems. Since pt is still having trouble, patient services (pss) wanted to try to replace the controller. Pt mentioned that it takes "so long to charge" and that the implant gets hot and is like "a hot poker is stabbing" them. Additional information was received from the patient and their family member. The replacement patient therapy manager (ptm) and recharge telemetry module (rtm) did not solve the issue. They were scheduled for a revision surgery. Patient services (pss) redirected the patient to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). It took the patient 5-6 hours to recharge. Due to discomfort while charging, which was described as fire, the manufacturer representative assisted the patient with changing recharging speeds. It was unknown what the current recharging seed was set to. Technical services (tss) reviewed that if the patient moved to speed 1 then it would take anywhere from 4-8 hours to charge depending on recharge quality. Replacing the patient therapy manager (ptm) and the recharge telemetry module (rtm) did not resolve the heat issue. The pocket appeared normal and the patient was recharging with stimulation off. The patient reported that someone had told them that the implantable neurostimulator (ins) was the issue and was the reason for ins replacement. It was discussed that it was most likely confusion between the lithium battery pack and the implanted battery.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that there was a recharge antenna failure. Stuck on looking for device but never got hot while testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 9 7755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep who reported that butch crotty a co-worker was in replacement and will know more about the situation now. Additional information was received from a manufacturer representative. It was reported that the battery was cutting off and on and the implant battery was only lasting less than a day and nothing seemed to work. Additional information was received from a manufacturer representative. It was reported that the ins was replaced on mar 12th. They activated the ins on march 17th and today had another follow-up with the patient. Caller reported all issues have been resolved since the ins was replaced. Caller wanted to confirm shipping ins back to mdt and advised steps for returning. Caller also inquired about warranty, as the ins used for replacement was not billed to hospital but taken out of his trunk stock.

Manufacturer narrative:
H3: analysis of the ins (serial# (B)(6)) found no significant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep burning during recharging that hasn't resolved with external component replacement, turning down of recharge speed to 1 and 2 and other attempts at resolution. Caller gave pt a different battery pack to charge ins with yesterday but pt charged last night and pt still feeling burning with recharging ins. Patient had already received a new controller and recharger so they provided a battery to see if that would change the heating sensation that was reported. Rep forgot to get the file when meeting with the patient on (B)(6) 2021. Rep noted that he wanted to make sure it was clear that the pt is complaining of the ins itself causing a burning sensation while the pt charges, like a 'hot butter knife'. They are going to move the ins on monday ((B)(6)) and likely replace it. Pt is running dtm programming, impedances have been 'fine all along', the doc has evaluated the pocket, and product that was sent to pt has not resolved the issue. Rep also tried giving the pt a different li battery but that did not resolve. This happens every time the pt charges though it was not the case for the first month of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was it was taking a long time for the patient to charge and the implanted device was becoming really warm during the charging session. The hcp indicated that he reviewed the recharging logs which showed that the charging sessions were taking longer. The caller indicated that they thought the controller battery needed to be replaced. The caller indicated that they had not attempted to change the charging mode that was active on controller/system. The caller will follow up with the patient and have them attempt to change the charging mode and review information about keeping the controller screen inactive to reduce charging time.